Manufacturer narrative:
Combination product: yes.

Event description:
It was confirmed during follow up that lead impedance was abnormal (low impedance) on all polars. Therefore, the lead was explanted and the new lead was added.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 34 cm distal to the is4 connector pin into two fragments. All fragments were received for analysis. The lead was most likely cut during the surgery. The insulation was, apart from the present cut, free of injuries. The coil of the proximal fragment was found stretched. The deformation probably occurred during the extraction procedure due to tensile stress. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the reported low pacing impedance. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.